Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3389s-40, lot# va04syk, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation and the display was showing a "call your doctor" icon. The patient felt an overstimulation sensation and was having gait and balance problems. After troubleshooting the patient was able to establish communication with the implantable neurostimulator (ins). Swelling due to recent implant was noted as a likely cause for difficulty establishing communication. It was also noted that the patient was "going to have some issues with gait" because the ins had not been programmed yet following implant. The ins was at 2.2 volts. The manufacturer representative and patient indicated this was "high." The patient was unable to reduce the amplitude. It was also reported the patient received an out of regulation (oor) error code when trying to adjust the amplitude down. Additional information received reported the patient had not had adjustability programmed into his battery and therefore had been unable to make adjustments. The manufacturer representative saw the patient in the emergency room and his impedance levels were fine. His settings may have been a little high. The patient was fine after a minor adjustment to his settings. He over exhausted himself by walking too much only two days post-op which lead to him feeling dizzy. He was admitted for observation. After rest and a small adjustment the patient was doing very well.